Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 466 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit was high blood glucose and diabetic ketoacidosis. The customer was still in the hospital. The customer declined to perform the high pressure test. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 39 mg/dl. The customer was treated with glucose tablets. After the troubleshooting was done, customer was advised to monitor pump, blood glucose and sets. The customer was advised that we are sending 4 sets as a courtesy.